Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with intermittent button response due to flattened dome switch on the esc and act buttons. The insulin pump also received with minor scratched lcd window and cracked reservoir tube lip. The lcd connector was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 887mg/dl. Troubleshooting found that the keypad buttons are not responsive. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.